Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the proximal and part of the distal portion of the coyote es balloon catheter. A portion of the distal end of the catheter was not returned as it was not retrieved from the patient, per the reported event. There was blood in the inflation lumen and guidewire. Microscopic examination of the balloon revealed that the distal portion of the balloon was detached. Microscopic examination revealed that the inner shaft of the device had a complete separation at the bi-component weld. The separated end had pulled material. The distal portion of the catheter, including the markerbands and tip, was not returned for product analysis. The investigation was limited due to the distal portion of the device not being returned for product analysis. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and detachment occurred. The hyper tight stenosed target lesion was located in the internal iliac artery. After a contralateral approach, a 3.5mm x 20mm x 144cm coyote¿ es balloon catheter was advanced to dilate the lesion but ruptured on the 4th inflation at nominal pressure for 5 seconds. The balloon became stuck and detached into the artery. The catheter was removed by pulling it back and the detached balloon and lesion were covered with an unspecified stent. No further patient complications were reported and patient's status was good.

Event description:
It was reported that balloon rupture and detachment occurred. The hyper tight stenosed target lesion was located in the internal iliac artery. After a contralateral approach, a 3.5mm x 20mm x 144cm coyote¿ es balloon catheter was advanced to dilate the lesion but ruptured on the 4th inflation at nominal pressure for 5 seconds. The balloon became stuck and detached into the artery. The catheter was removed by pulling it back and the detached balloon and lesion were covered with an unspecified stent. No further patient complications were reported and patient's status was good.